Event description:
The customer reported multiple symptoms with the device, including the battery not charging and an intermittent failure to power up.

Manufacturer narrative:
(B)(4). The customer reported multiple symptoms with the device, including the battery not charging and an intermittent failure to power up. The device was evaluated at philips. The symptoms could not be reproduced. We are considering this a malfunction based on the customer report, but cannot determine the cause because the symptoms could not be reproduced.